Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and the reported broken flush port resulting in the reported cds handle leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. While the leak is attributed to the identified broken handle flush port, a definitive cause for the broken flush port could not be determined. It is possible that user technique during device preparation, such as an unknown impact, may have contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leak and crack on the bottom of the flush port. It was reported that during preparation of the mitraclip delivery system (cds) a leak was noted on the bottom of the flush port of the delivery catheter handle. A crack was noted on the bottom of the flush port. The device was not used in the patient. Another cds was used to complete the procedure. There was no clinically significant delay during the procedure. No additional information was provided.